Event description:
It was reported that during a procedure the laser system displayed a reoccurring error indicative of a system malfunction. The system was no longer able to be utilized, and the physician completed the procedure using an alternative surgical procedure. There was no report of a patient injury.

Manufacturer narrative:
Manufactures designated service technician was dispatched to the facility to evaluate the laser system. The service technician determined that the root cause of the errors were due to a malfunctioning accessory component which was removed and replaced. The service was completed and the laser was released to the customer for use.